Event description:
Arjo was informed about the event involving the enterprise 5000x bed. The customer requested a bed repair due to issues with the device's steering ¿ the handset was not functioning properly. There was no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
During the service visit, the bed inspection was carried out, and multiple issues were identified - a faulty patient handset, a dismantled battery case, and a faulty power cord plug. The customer was not aware of any damage to the power cord, and no short circuit was reported during use. However, the service technician found a faulty power cord with visible burn marks on the plug, likely caused by an internal short circuit. The service technician confirmed that none of the sockets in the room showed signs of electrical damage. The exact circumstances leading to the damage remain unknown. A faulty patient handset and a dismantled battery case, according to the technician, were separate and unrelated issues that did not contribute to the short circuit. On the same visit, the service technician replaced the power cord. After the repair, the device passed functional tests ¿ all results were correct. The instruction for use for the enterprise 5000x bed (746-577-en_16) includes the following information: "make sure the power supply cord is not stretched, kinked or crushed." "Make sure the power supply cord does not become entangled with moving parts og the bed." "Visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. "Examine the power supply cord and mains plug. If damaged, replace the complete assembly; do not use a rewireable plug". This activity is to be done by the qualified personnel during yearly preventive maintenance procedures. Arjo device failed to meet its perfomrance since the power cord and it's plug were damaged. There was no indication of patient involvement, and no injury was reported. The complaint was assessed as reportable due to burn marks found on the plug of the power cord. The device is distributed outside the us and no gudid information exists.